Manufacturer narrative:
The investigation determined vitros (B)(6) result was obtained from a control sample tested on a vitros 3600 immunodiagnostic system. Root cause for the event could not be determined. Although there is no evidence, a vitros (B)(4) reagent performance issue or an instrument malfunction had contributed to the results, due to limited data, they could not be completely ruled out.

Event description:
An ortho clinical diagnostics technical support scientist became aware of unexpected (B)(6) test results produced for a (B)(4) panel sample when using a vitros 3600 immunodiagnostic system. Vitros (B)(6) result: (B)(6) versus expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) test result occurred on a known negative panel sample used for internal testing and there is no report of affected patient samples. No allegation of patient harm was made as a result of the event. (B)(4).